Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing the colonovideoscope exhibited error code e315. There was no patient involvement in this event.

Event description:
No further information received from the customer.

Manufacturer narrative:
Updated fields: b5, g3, g6, h2, h3 & h6. The device was returned, and the customer complaint was confirmed. No other issues were identified. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.